Event description:
Allegedly, the doctor was performing a cystoscopy litholapaxy when he noted the grasper was not closing properly. Upon removal for examination, he noted a metal piece had come off the instrument and into the bladder. He retrieved and removed the metal piece and completed procedure.

Manufacturer narrative:
Product not returned for evalution.